Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, hypertension and depression. Previously administered products included for depression: effexor from 2008 to july 2012; for an unreported indication: fluoxetine and lisinopril. Concurrent conditions included obesity and hysterectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2014, the patient experienced urticaria ("hives") and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). On an unknown date, the patient experienced urinary tract infection ("frequent utis"), arthralgia ("joint pain"), amnesia ("memory loss") and rash ("rashes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, ablation) and surgery (novasure uterine ablation performed on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, alopecia, weight increased, vaginal haemorrhage, anxiety, migraine, vaginal discharge and rash had resolved and the urinary tract infection, arthralgia, amnesia, urticaria, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes (B)(6) 2016:surgical pathology report surgical pathology report- diagnosis-fallopian tubes, bilateral, salpingectomy complete cross sections fallopian tubes. Para tubal cyst. On (B)(6) 2016 - xr abdomen w decub and or erect - findings: bilateral fallopian tube implants are present and appear symmetrically position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, weight gain, hives. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs + mr received- event allergic or hypersensitivity reaction was updated to allergic or hypersensitivity reaction type: nickel jewelry, meddra pt updated to allergy to metals. New reporter was added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and hypertension. Previously administered products included for an unreported indication: lisinopril and fluoxetine. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), urinary tract infection ("frequent utis"), arthralgia ("joint pain"), alopecia ("hair loss"), weight increased ("weight gain"), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction or hypersensitivity") and rash ("rashes"). The patient was treated with bilateral salpingectomy on (B)(6) 2016 with essure removal. At the time of the report, the pelvic pain, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, anxiety, migraine, vaginal discharge and rash had resolved and the urinary tract infection, arthralgia, amnesia, urticaria, headache and hypersensitivity outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes (B)(6) 2016:surgical pathology report surgical pathology report- diagnosis-fallopian tubes, bilateral, salpingectomy. - complete cross sections fallopian tubes. - para tubal cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, anxiety, hives, migraines, headaches, vaginal discharge , allergic reaction or hypersensitivity, and rash were added. Lab data updated. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a severe pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy) other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("painful intercourse"), urinary tract infection ("frequent utis"), arthralgia ("joint pain"), alopecia ("hair loss"), weight increased ("weight gain") and amnesia ("memory loss"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, arthralgia, alopecia, weight increased and amnesia outcome was unknown. The reporter considered pelvic pain, dyspareunia, urinary tract infection, arthralgia, alopecia, weight increased and amnesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a severe pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.